Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no adverse impact to customer¿s blood glucose level. Customer declined further troubleshooting.